Manufacturer narrative:
This report is submitted on june 09, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6)2023 due to electrode migration. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 10, 2023.